Event description:
A complaint was received regarding higher glucose sensor scan values while wearing the adc device. As a result, on (B)(6) 2022 the customer experienced nausea and pain in the kidney with urination and was brought to the hospital where an unspecified IV treatment and a glucose injection were provided to the customer. A laboratory glucose test of 15.6 mmol/l was then obtained. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, sensor scans of 12.1 mmol/l and 12.4 mmol/l were compared to adc meter blood glucose tests of 4.2 mmol/l and 7.8 mmol/l. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.